Manufacturer narrative:
Correction: h6 (medical device problem). Additional information: d10 (date device returned), h6, h11 (device evaluation conclusion). Investigation conclusion: the investigation found the scepter mini returned with residual contrast in the inflation lumen and residual solidified liquid embolic in the hub and guidewire lumen. The balloon membrane appeared intact; no deterioration was observed. Due to the occlusions, the balloon could not be inflated to further assess the alleged product issue and therefore, this complaint is considered non-verifiable.

Event description:
It was reported that the balloon catheter was being used in conjunction with a dmso in an unspecified embolization procedure. Reportedly the balloon was damaged (melted) during first injection of dmso during use in the patient. The balloon lost its inflation and it was impossible to inflate again. The entire balloon was removed intact without any part missing. Another balloon was replaced and used to complete the procedure without issue. Reportedly, there was no clinical consequence for the patient, who is doing well.

Manufacturer narrative:
The device was reported available for return but has not yet been received. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.